Event description:
It was reported that the customer received a motor error alarm. The customer's blood glucose level was 178 mg/dl. The product was returned. Nothing further to report.

Manufacturer narrative:
Unit was received with motor error alarm during rewind due to corroded motor home switch. Unable to perform rewind and basic occlusion, occlusion, prime/a33, the excessive no delivery, and displacement test due to constant motor error alarm. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, and cracked pump belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.